Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the ER experiencing syncope. Paced rhythm fluctuated 20 secs of asystole, ventricular fibrillation. The patient was admitted and taken to cath lab where an x-ray revealed the right ventricular (rv) lead was dislodged. External temporary pacer was inserted, the device was turned off, and the patient was taken to ccu. The rv lead was explanted, and a new rv lead was implanted successfully. The patient tolerated the procedure well and was stable pre, during, and post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.